Manufacturer narrative:
H6; code 100: broken cartridge base. Based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was received empty and with a broken cartridge. No conclusion could be reached as to how the cartridge had become broken. The instrument was examined and was found to be functional. A test cartridge was secured onto the instrument and was cycled, fired, and properly formed the remaining 22 staples without incident. No conclusion could be reached as to why the reported instrument "jammed after the tenth staple was fired" during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device jammed after the tenth staple was fired. There was no pt consequence.